Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. It's possible that excessive leveraging force on the instrument could cause the trial tip to disassemble; however the exact cause of the reported issue could not be determined.

Event description:
It was reported that during a case a piece of tlif trial spacer broke and was left in the patient. This event occurred in india.